Event description:
The customer reported that they have experienced 30% pressure sensor failures of their +700 fleet that demonstrates error code 354.6770 during preventative maintenance. The customer further states that they do not use the pressure disks with these modules for patient care. There was no patient involvement.

Manufacturer narrative:
The customer reported that 200+ syringe modules demonstrated error code 354.6770 during preventive maintenance (pm). However, it could not be ascertained whether the customer experienced the 354.6770 errors as they occurred or whether the error codes were observed in the syringe module error logs, which may have been reviewed as part of the pm process. According to fi-2015-111 (dir: (B)(4), error code 354.6770 is generated only during post, meaning that the error code could not occur during actual pm testing of the pressure sensors. For this reason, it is believed that the codes may have been observed in the syringe module error logs. Although error code 354.6770 states ¿syr_pressure_sensor_circuit_test_failed¿ in the error logs, there are components and factors other than the pressure sensor board which may contribute to the occurrence of the error code. However, the customer did not returned any syringe modules as part of this investigation. The returned pressure sensor board assemblies were thoroughly tested, using a test syringe module, for post failures and for any functionality issues, using alaris system maintenance v9.8. Each pressure sensor board passed all testing; no errors or other failures occurred during lab testing. The customer¿s experience was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported that 200+ syringe modules demonstrated error code 354.6770 during preventive maintenance (pm). However, it could not be ascertained whether the customer experienced the 354.6770 errors as they occurred or whether the error codes were observed in the syringe module error logs, which may have been reviewed as part of the pm process. According to (B)(4), error code 354.6770 is generated only during post, meaning that the error code could not occur during actual pm testing of the pressure sensors. For this reason, it is believed that the codes may have been observed in the syringe module error logs. Although error code 354.6770 states ¿syr_pressure_sensor_circuit_test_failed¿ in the error logs, there are components and factors other than the pressure sensor board which may contribute to the occurrence of the error code. However, the customer did not returned any syringe modules as part of this investigation. The returned pressure sensor board assemblies were thoroughly tested, using a test syringe module, for post failures and for any functionality issues, using alaris system maintenance v9.8. Each pressure sensor board passed all testing; no errors or other failures occurred during lab testing. The customer¿s experience was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
The customer reported that they have experienced 30% pressure sensor failures of their +700 fleet that demonstrates error code 354.6770 during preventative maintenance. The customer further states that they do not use the pressure disks with these modules for patient care. There was no patient involvement.